Event description:
During an atrial fibrillation procedure, an air leak was noted on the agilis sheath. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.